Manufacturer narrative:
The device history records were reviewed and found to be conforming. The device was received, the investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that the spring mechanism of a mis, rasp handle, double offset, right came apart.

Manufacturer narrative:
Trend analysis: a trend considering the following event is identified: rasp handle disassembled. Trigger for an issue evaluation is met. Therefore, issue evaluation has been initiated. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the spring mechanism of the rasp handle came apart. Review of received data no medical data such as surgical notes or any other case-relevant documents received. Devices analysis visual examination: visual inspection of the mis rasp handle shows that the locking lever has come off the rasp handle and the instrument is in two pieces. There is a small dent in the region, where the leaf spring of the locking lever touches the handle / housing in the locked position. Moreover, there are signs of usage visible. Root cause analysis root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use. Not possible -> instruments do not show signs of an off-label use. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition => possible, as it cannot be excluded based on the available information. Conclusion summary: the disassembled rasp handle was returned for an investigation. The locking lever has come off the rasp handle. Due to excessive use there is a chamfer like contour in the housing, where the spring is in contact with the housing when in locked position. In combination with high forces applied during the surgery this might have initiated the loosening of the locking lever and caused the disassembling of the rasp handle. However, an exact root cause could not be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. According to the results of the investigation the calculated complaint rate is within acceptable limits. According to the results of the systematic assessment; the issue does not indicate to be design related and does not appear to be systematic. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer¿s reference number of this file is (B)(4).